Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure was confirmed but not replicated. Fa reviewed the site logs and confirmed errors 32098 and 32100, but the faults were not replicated. The errors were on the setup joint (suj) and not the usm. The usm was tested on an in-house system in normal mode with no related errors. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) with no related errors. By reading the error log, fa determined that the wrong part was sent. 32100 was on node ac_4b.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator 4 (usm4) faulted. There were repeated recoverable faults on the usm4 that would return after recovering from the fault on the system. The usm4 would work for a short time before faulting again. The customer pushed the usm4 to the side and continued the procedure with the remaining usms. The error returned again and the customer disabled the usm4. The customer stated that errors 32100 and 32098 were occurring. The procedure was completed with three usms with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did confirm that the system was checked upon powering on and verified with no errors. The customer only disabled the usm4, there was no other resolution to the issue. The customer confirmed that the procedure was completed with the same system using the three remaining usms.